Event description:
The tubing inside the raceway ruptured, causing the pump to stop. The pt was placed on emergency ventilator settings while the raceway was replaced. The pt arrested and CPR was started. The pt's cardiac function did not return, and the team stopped CPR. The patient expired. This was the second rupture within a month. The matter was investigated and revealed that the tubing in the raceway was made with polymerized vinyl chloride (pvc) rather than tygon s95. Pvc cannot withstand the roller pressure that circulates the blood, which is why it ruptured. Maquet provided us with replacement raceways made from the correct tubing -tygon s95. They were overnighted to us to replace the raceway in the circuits that were on the shelf.